Event description:
With 2 hours left of dialysis treatment, staff noticed that blood was visible on the arterial hanson dialysate line. Treatment was stopped and terminated immediately, blood was not returned. The dialysis machine was pulled out of the hospital unit floor and no new set up was started. Patient had shortness of breath, but staff was not sure if the patient had these symptoms prior to treatment. Treatment info: time = 4 hrs, bfr/dfr = 300/600, heparin = got 1900 units during treatment (didn't specify if it's bolus/maintenance), no other medications during treatment, has cvc, using gambro machine, 5th treatment on elisio. Additional information received 03/30/2020: cause of patient death was natural; per coroner. Blood cultures were obtained and negative on day of event. Patient had multiple comorbidities including chf (congestive heart failure) with reduced ejection fraction, af(arterial fibrillation) with rvr(rapid ventricular rate), ckd(chronic kidney disease), and obesity. He did not tolerate hd due primarily to hypotension on treatment with inability to remove fluid and was massively fluid overloaded. Patient did not wish to pursue dialysis, and chose a comfort based approach after a trial of hd. He was imminently dying and family was supportive of his decision to pursue comfort/hospice care.